Event description:
Caller reported that the pump accidentally fell into a pool and stopped turning on, only making noises occasionally. There was no adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.